Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she had trouble charging her first implant and had poor coupling. The patient stated at first charging was okay but then the poor coupling got worse and she went to the healthcare professional. The manufacturer representative thought that the issue might be the implant was tilted and x-rays were taken and confirmed that the device had moved so that only the edge of the battery was sticking out so it couldn¿t make enough contact with the recharger antenna. The patient reported that the implant was taken out and replaced with a newer, updated stimulator higher up in the back because the first one had moved down where it was kind of in the buttocks. The patient thought it might have moved more because that was an area where she had to sit on the implant and noted that they decided to just replace the battery at the time because it was already five years old so they wanted a new battery. The indication for use was spinal pain. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.